Manufacturer narrative:
Based on the results of the investigation, it is likely that the water leak caused the dots in the image. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image has white dots, water leak in head unit. There was no patient involvement.